Event description:
It was reported that while implanting the screw into the patient's acetabulum, the head of the screw sheared off. The fractured portion was unable to be retrieved and the surgeon used a metal cutting burr to shave the screw down.

Manufacturer narrative:
This report will be amended when our investigation is complete.